Manufacturer narrative:
H.6. Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the occurrence was observed. Evaluating the complaint description and sample provided by the customer it was possible confirm premature plunger activation. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that bd solomed¿ syringe w/ needle plunger was broken. This was discovered during use. The following information was provided by the initial reporter: customer was taking contraceptives and due to the product being oily the plunger broke before finishing the application. Mesigyna was the medication used. Information received by the customer on 06/11: customer informed that the cylinder was not kneaded and the opening of the package was carried out through the petal. There was no leakage.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd solomed¿ syringe w/ needle plunger was broken. This was discovered during use. The following information was provided by the initial reporter: customer was taking contraceptives and due to the product being oily the plunger broke before finishing the application. Mesigyna was the medication used. Information received by the customer on 06/11: customer informed that the cylinder was not kneaded and the opening of the package was carried out through the petal. There was no leakage.